Event description:
It was reported that a needle clog occurred during use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "description of issue: contact reported needle was clogged and that it wouldn¿t draw in insulin. Contact used a new needle and was able to draw in insulin."

Manufacturer narrative:
H.6. Investigation: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "description of issue: contact reported needle was clogged and that it wouldn¿t draw in insulin. Contact used a new needle and was able to draw in insulin."